Event description:
The customer stated performed back to back testing within 10 minutes on the same device. The first blood glucose result 525 mg/dl and second 228 mg/dl. No treatment reported based upon the results. No action taken based on device results. No quality controls were used. The device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and user facility. Allegedly the product is being returned for evaluation. This report will be ammended when the investigation has been completed. Event device code is addressed in the package insert. This is the same event as 1043534-2006-00072.